Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller with patient who reported stim was turning on and off. Technical services (tss) requested the ins be interrogated and caller checked diaries. Found the ins hasn't been on since june 28th and june 10-12 was not on. Stim was on for 50% on june 19th. Looked at recharge stats and found that the ins was being charged briefly - 10-20% then ending. Reviewed considerations. Caller checked system impedances and noted 1,2 were 40000 ohms. Caller reported they are not using those electrodes. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the cause of the stimulation turning off was the patient was allowing the implant to deplete. The patient was seen and educated on how to charge the implant properly and the issue was resolved.